Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump¿s sleep/wake function was unresponsive, and the user could only wake the device by connecting it to external power; a replacement device was arranged and education provided on shutdown, data syncing, and return. Symptoms included user frustration without physiological symptoms. Outcomes included no alerts or alarms and no adverse clinical impact, with blood glucose reported at 109 mg/dl. Investigation included remote troubleshooting and patient education. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly.